Manufacturer narrative:
This event may be related to the previously compromised restoration of the tooth. Since this event involved two medical devices, two manufacturer reports are being submitted. This report (2020467-2018-00003) represents the first medical device, and 2020467-2018-00004 represents the second device.

Event description:
On (B)(6) 2018, 3m was notified that a female patient, approximately (B)(6), had a large buccal filling break off from a previously restored upper pre-molar tooth upon debonding of a 3m apc ii clarity advanced ceramic bracket. The break was reported to be down to dentin. The bracket had been in place for approximately 18 months. The orthodontist reported that the large filling/restoration on the tooth did not look normal. Other products used when the bracket was initially bonded included a non-3m brand etchant. In addition, although the brand of the primer or catalog number was not disclosed by the reporting facility, based upon a description of the product and sales history, it is suspected that 3m transbond plus self etching primer was also potentially used.